Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic, dependent patient presented to the clinic, upper out of range high voltage lead impedance values were observed. The patient was scheduled for a right ventricular lead extraction and replacement. No further information is available.